Event description:
It was reported that while is the surgical fiber during a prostate procedure, the fiber cap detached. Patient outcome "ok." There was no injury reported. No other information was provided.

Manufacturer narrative:
Analysis of the returned device revealed that the glass cap is attached. The glass cap exhibits cratering and devitrification at output area, and detritus adhesion around output area. The fiber is broken and detached at 1.5 cm from distal tip, between the distal tip and control knob. The fiber was tested with hene laser fixture, aim beam is present at location of the break. The bevel edge is not aligned with red octagonal sign and the heat shrink tubing open end exhibits signs of melting. The reported fiber cap detachment cannot be confirmed. However, heat shrink tubing brake was observed. The probable cause of the observed failure was handling damage due to excessive bending. An evaluation conclusion code of cause cannot be traced to device was assigned to this investigation.